Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer stated that the handpiece would not aspirate. Additional information has been requested.

Manufacturer narrative:
The customer reported that the fragmentation handpiece did not aspirate. There was no reported patient harm. The customer returned the fragmentation handpiece to the company service representative. The company service representative inspected the fragmentation handpiece, tuned and tested the fragmentation handpiece. The company service representative noted there were no aspiration or blockage issues confirmed. The fragmentation handpiece performed as intended. The fragmentation handpiece was flushed with distilled water and returned to the customer. The fragmentation handpiece was manufactured on april 12, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).